Manufacturer narrative:
The getinge company representative reported that the pump was taken to the biomed's office upon learning of the event, to make them aware. The customer reported to the company representative that the iabp unit was checked, no issues were found and the unit was returned to service the next day. In addition, the customer reported that the iabp was not in use on a patient during the event, and the event may have been caused by user error.

Event description:
It was reported that an intra-aortic balloon pump (iabp) alarmed ¿autofill failure¿ repeatedly upon start-up. The iabp was replaced and worked with the same catheter. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that an intra-aortic balloon pump (iabp) alarmed ¿autofill failure¿ repeatedly upon start-up. The iabp was replaced and worked with the same catheter. No adverse event was reported.